Manufacturer narrative:
The returned products were from the same lot and for identification purposes, the coils are identified as "coil a" and "coil b." "Coil a": the detachment control box (dcb) and cable were not returned for evaluation. Only the dpu was received. As received, no signs of the melted detachment fiber pooling around or extending above the detachment zone was observed. Conclusion: the device positioning unit (dpu) passed electrical testing. The detachment fiber did not receive heat or melted as designed. Therefore, the exact root cause of the coil requiring multiple detachment inside the microcatheter during retrieval cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. "Coil b": as received, it was observed that the resistive heating coil exhibits signs of multiple detachment attempts. The distal tip of the dpu was dissected exposing the detachment fiber. This confirms that the detachment fiber did not receive heat and melt. Conclusion: the factors that may have contributed to the complaint event was the device failed electrical testing. This was most likely caused by a fracture to the solder joint located inside the resistive heating coil section. The detachment fiber did receive electrical energy during the time of multiple detachment attempts. The circumstances of how and where this damage occurred cannot be determined.

Event description:
A (B)(6) male came in for treatment for sub arachnoid hemorrhage (sah), a comm 7-8mm aneurysm. The coil was positioned, advanced and as the "detach" button of the detachment control box (dcb) was pressed, the coil would not detach. Cable and dcb box were replaced and the coil still would not detach. The coil was then withdrawn. During withdrawal, unintended detachment occurred in the microcatheter. The physician was able to push a portion of the coil back safely into the aneurysm using the pusher wire. Another coil was advanced and the same thing happened. The coil was able to be pushed back safely into the aneurysm again. A couple of more coils were deployed and detached after and the case was completed with no clinical sequelae to the patient.